Event description:
While removing the infected hemiarthroplasty from the right hip, the drill bit broke while trying to remove the cement restrictor. Unsure whether the drill bit was washed out or not. Immediate action taken: pulse lavage wash out.